Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The difficulty deploying the filter was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database revealed no other similar incidents reported from this lot. Based on the reviewed information, no product deficiency was identified; therefore no corrective action is required.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat an unspecified lesion in the carotid artery. The emboshield nav 6 was prepped according to the instructions for use (IFU) without any issues noted. The emboshield wire and delivery catheter crossed the lesion without any resistance or issues noted. The locking clip was removed; however, resistance was noted. When attempting to pull the handle, high resistance was noted. The filter was partially deployed. The delivery catheter with the partially deployed filter was withdrawn into the guiding catheter without any resistance. There were no reported adverse patient sequela and no reported clinically significant delay in the procedure. Another emboshield nav 6 was used to successfully complete the procedure. There was no additional information provided.